Event description:
The coil became stuck in the housing and was unable to be delivered. Manufacturer response for detachable vascular coil, 2.0mm x 6cm target tetra detachable coil (per site reporter).